Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an 11-year-old ilet user experienced persistent hyperglycemia after returning from camp, with glucose reportedly ¿high¿ and measured at 345 mg/dl for most of the day, and the caregiver contacted support for guidance; the agent provided troubleshooting and education, including updating nighttime cgm sleep targets and guidance on when to call support, and no alerts or alarms were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention, though a medical appointment was scheduled to discuss a potential factory reset. Investigation included customer interview, device-use history review, and user education. Investigation of this case revealed no device malfunction reported and that the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause and no device fault identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.